Manufacturer narrative:
(B)(6) philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that during a tachycardia event of patient there no alarm or ringing on the central station. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer and confirmed that the alarm did not ring because the central station and the scopes were not configured to ring at this limit. The limitation of the alarm itself that was set at 160 and the value was 154. The device was confirmed to be operating per specifications and no failure was identified. The customer was provided information on how to change the configuration settings. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.